Manufacturer narrative:
A ge oec service representative investigated the issue and instructed the customer to keep the system plugged in overnight to allow the battery pack to properly recharge. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed generator and charger errors.